Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a cholangioscopy procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. Reportedly, no part of the spyscope ds was detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with this device. There were no patient complications reported as a result of this event.